Event description:
The customer reported the ventilator is giving oxygen not available message. The customer reported the unit was not in use on patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.